Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):there were no alarms related to the complaint in the pump alarm history. The pump was opened and no intermittent issues were observed to the power flex, terminals, or printed circuit board. There was corrosion/moisture found inside the battery compartment. The pump was exercised for 24 hours with no issues with rebooting. The reported power issue was observed in history but not duplicated during investigation. Unrelated to the complaint, there was moisture found inside the pump.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will lose power from time to time. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.